Manufacturer narrative:
A ge service rep performed an on site investigation. The generator calibration files were evaluated and reloaded. The voltage on doghouse power supplies was readjusted. The gib battery was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a data error message and therefore failed to generate fluoroscopy x-ray. There is no report of death or serious injury.